Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the cuff didn't inflate well. The cuff did not inflate to full capacity.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and the sample showed no signs of contamination. Discoloration, missing parts , or design irregularities could not be found. The graduation marks on the shafts were clearly visible. The inspection of the white and yellow luer- and luer-lock-connectors and the control balloons did not reveal any irregularities. Inflation and deflation testing was performed with the returned device. The white outer balloon was inflated and it could be inflated and deflated easily, without any difficulty and did not show any irregularities. The yellow inner balloon could not be inflated during functional testing as there was an occlusion in the lumen of the inner balloon. Based on the investigation performed, the reported complaint was confirmed. The root cause was found to be manufacturing related and corrective actions have been implemented at the manufacturing site.

Event description:
The customer alleges that the cuff didn't inflate well. The cuff did not inflate to full capacity.